Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received one open and used sample with the needle detached from the thread. Checking the detached needle received, we have noticed that there are marks of a needle holder or other surgical instrument in the needle attachment area. The needle has been damaged during handling of the suture and the thread broke in the attachment area causing the needle detachment most probably due to wrong handling. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Note: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause them to lose strength and be less resistant to bending and breaking. Final conclusion: in spite of receiving a defective sample that was not handled correctly by the user, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Event description:
It was reported that there was an issue with a novosyn suture. Upon opening the packet, it was noted that the needle was not attached. The suture was not used on a patient. Additional information is not available.